Event description:
It was reported that, during a water vapor therapy procedure, error 495 (rf power supply self-test error) was displayed. It was unclear whether the error was caused by a problem with the generator or the delivery device. The delivery device was unpacked and connected to the generator, but the issue persisted, so the procedure was not completed. There were no patient complications.

Manufacturer narrative:
B5. Describe event or problem: corrected.

Event description:
It was reported that, during a water vapor therapy procedure, error 495 (rf power supply self-test error) was displayed. It was unclear whether the error was caused by a problem with the generator or the delivery device. The delivery device was unpacked and connected to the generator, but the issue persisted, so the procedure was not completed. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.